Manufacturer narrative:
The manufacturer previously reported a failure of the power supply. The power supply was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the power supply failing was found to be caused by physical damage to integrated circuit (u1).

Manufacturer narrative:
Device has been evaluated but not repaired. Ventilator was scrapped at the request of the customer.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply needs to be replaced to address the issue.